Event description:
During an in clinic follow up, episodes of myopotential oversensing resulting in inappropriate mode switching was observed on the right atrial (ra) lead. Provocative testing was performed and the oversensing was unable to be reproduced. No further intervention was performed. The patient was stable and will continue being monitored.